Manufacturer narrative:
This report is being submitted more than 30 days after the become aware date due to a retrospective review under CAPA (B)(4).

Event description:
The customer reported experiencing 2018 reboot issues associated with admit / discharge actions at the information center ix. The device was in use. There was no report of patient or user harm.